Event description:
It was reported that the insulin pump alarmed button error and the buttons are not responding. Device was not bumped, dropped or exposed to moisture. Blood glucose value is 18 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces.